Event description:
Pt here for cystoscopy. During placement of an epidural, the catheter sheared off within the epidural space. CT reveals an epidural catheter is present in the right side of the spinal canal. No apparent injury. Neurosurgery was consulted and advised leaving the fragment in place.